Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the device was heavily stripped. The observed condition was consistent as an end of life indicator for the device. Based on the observed condition of the returned device, the investigation was able to confirm the reported allegation. No other issues were identified. A functional test to assess the allegation of will not tension/tighten, was not conducted as the mating device was not returned for evaluation. After a visual inspection per guidance provided in windchill document , it was determined that the reusable instrument device was stripped from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed stripped of x25 final tightener, lot: gm5469205 would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following document was reviewed: windchill document ver a.2. Receiving inspection (ri) for x25 final tightener was conducted identifying that lot number gm5469205 was released in one batch. Batch1: lot units were released on 27 feb 2019 with no discrepancies. Supplier : (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A review of the receiving inspection (ri) for mmsi single innie x25 hex was conducted identifying that lot number gm5469205 released in one batch. Batch1: lot were released on feb 27, 2019 with no discrepancies. Supplier: (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device visual analysis of the photo revealed that x25 final tightener was not clearly visible the threads. The picture does not provide enough evidence to confirm the alleged reported condition. Functionality of the device cannot be assessed through photo evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for x25 final tightener. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in canada as follows: it was reported that a x25 torque driver/ final tightener's thread is loose. The locking cap will not tighten the locking caps/ single innie, posterior decompression and instrumented fusion. The surgeon used the other final tightener that was in the set. There was no surgical delay and no patient consequences. The procedure was completed successfully. This report is for one (1) x25 final tightener this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E1: (B)(6). H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.